Event description:
International customer reported that a waste fluid leak was observed from the capped portion of the deice y-connector. No adverse patient consequence was reported.

Manufacturer narrative:
Date sent to the FDA: 11/07/2007. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.